Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligner feels super tight and cuts into their gums above their front teeth. Provided fit tips and ask patient to provide update after they completed fit tips and filing. Received information from patient, they stated that the aligners feel much better and continuing with treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.